Manufacturer narrative:
Article citation: cole et al. Usage of recombinant human bone morphogenetic protein in cervical spine procedures: analysis of the market scan longitudinal database. J bone joint surg am. 2014;96:1409-16. Pt age: average age: 50.8 yrs. Pt gender: 1415 males, 1764 females. Implant date: between 2006 ¿ 2010.(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a retrospective administrative database study was performed of over 90,000 patients who underwent cervical spine procedures in the united states from 2006 to 2010. The authors used the marketscan research database. 91,543 of the patients in the marketscan database underwent acdf (with or without concomitant cervical corpectomy, and with or without concomitant posterior cervical spine procedures); 3179 of these patients received rhbmp intraoperatively. 19 patients in the rhbmp cohort developed new dvt within 30 days of the index procedure.